Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver/healthcare professional, calling on behalf of a customer, reported a low readings issue with the adc freestyle libre. Sensor scans of 180 mg/dl and 200 mg/dl were obtained and customer was experiencing symptoms of headache, vomiting and stomach ache. The customer was taken to the hospital where a reading of 500 mg/dl was obtained on the hospital device. It was further indicated that the customer received hcp treatment, but no additional details were provided. Attempts to obtain additional information thus far have been unsuccessful. Based on the information provided,there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver/healthcare professional, calling on behalf of a customer, reported a low readings issue with the adc freestyle libre. Sensor scans of 180 mg/dl and 200 mg/dl were obtained and customer was experiencing symptoms of headache, vomiting and stomach ache. The customer was taken to the hospital where a reading of 500 mg/dl was obtained on the hospital device. It was further indicated that the customer received hcp treatment, but no additional details were provided. Attempts to obtain additional information thus far have been unsuccessful. Based on the information provided,there was no report of death or permanent injury associated with this event.